Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was unable to remove the set screw to turn and it was suspected that the set screw was stripped. The septum was removed to access the screw and cleaned to clear the debris. A few suggestions were recommended on how to remove the set screw. Physician was successfully later able to remove the setscrew. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The field event of a set screw issue was confirmed in the laboratory. The device was tested on the bench and the septum around the set screw was stripped, which prevented loosening of the set screw and removal of the lead.